Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the physician's office. The pacemaker was attempted to be interrogated, but the interrogation was unsuccessful even after multiple attempts of repositioning the programmer wand. Only inductive telemetry was attempted. The pacemaker then emitted an audible beeping sound. A surface electrocardiogram was used, and when a magnet was placed over the device there was no change in pacing noted. It is possible this is due to battery depletion, and there was no allegation of premature battery depletion. The patient was in stable condition.